Event description:
Correction: the previous or initial MDR submitted on june 7, 2021, was filed inadvertently. The patient was not placed under general anaesthesia for abutment removal. Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). The abutment was removed on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to change to a longer abutment. The implanted device remains.